Manufacturer narrative:
Additional information: performed a functional inspection, the device functioned as intended, there were no defects. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Complaint is unconfirmed. Received one 139110ext in opened original packaging. Lot number was verified. Performed a visual inspection of the device, there were no abnormalities or defects. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 6 complaints regarding 6 devices for this device family and failure mode. During the same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be (B)(4) per the instructions for use, the user is advised the following; these devices should be inspected before and after each use. Visually examine the devices for obvious physical damage including; cracked, broken or otherwise distorted plastic parts - damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration -inspect and test each device before each use this issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The report device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the 139110ext, ultraclean electrode, caused a 1st degree burn on a patient during a breast augmentation procedure on (B)(6) 2019. There was no additional medical treatment or intervention necessary. The patient was discharged and was doing fine. This report is being raised on the basis of device malfunction with potential for injury upon reoccurrence.